Event description:
The device was implanted on 2/20/97, for aterial infusion of fudr for treatment of cancer. On 6/30/97, the MFR received a therapy complications report from the facility's study coordinator which stated the following: during the first device refill on 2/24/97, the calculated flow rate of the device=2.75ml/day (predicted flow rate of the device is 1.54 ml/day). The facility's study coordinator suspected that the device was not filled to capacity during higher than expected calculated flow rate. The pt returned to the facility on 3/11/97, and the device flow rate was as expected. No further details were provided at this time.